Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the right ventricular lead integrity alert and oversensing. Beginning (B)(6) 2016, non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance rose to 532 ohms up from a trend in the 361-456 ohm range. Rv pacing impedance varied between 399 and 2793 ohms. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days.

Event description:
It was reported that the impedance on the right ventricular (rv) lead was high and unstable and noise was seen on the rv channel. Lead fracture was suspected. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.